Event description:
(B)(4). (B)(6) 2015 underwent a full abdominal hysterectomy. The essure coils were migrated into my uterus. One coil broke and was poking through my fallopian tube causing severe hip pain. Due to the surgery to remove essure, I now have an 11" scar across my abdomen.